Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007276 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 for the code introducer needle fractures/breaks during insertion into the infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6007276 was manufactured according to the wi version 79 and packaging in the multivac12, on 23/may/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4e03160 was manufactured according to the wi version 27 assembled in the quickset line, on 23/may/2024, with a total of (B)(4) units. The lot 4e03154 was manufactured according to the wi version 27 assembled in the quickset line, on 21/may/2024, with a total of (B)(4) units. Needle assembly of quick set: the lot 4e01737 was manufactured according to the wi version 36 assembled in the machine a06, on 20/may/2024, with a total of (B)(4) units. The lot 4e01738 was manufactured according to the wi version 35 assembled in the machine a08, on 14/may/2024, with a total of (B)(4) units. The lot 4e01739 was manufactured according to the wi version 36 assembled in the machine a09, on 20/may/2024, with a total of (B)(4) units. The lot 4d02915 was manufactured according to the wi version 35 assembled in the machine a01, on 09/may/2024, with a total of (B)(4) units. The lot 4e01736 was manufactured according to the wi version 35 assembled in the machine a05, on 13/may/2024, with a total of (B)(4) units. The lot 4d05124 was manufactured according to the wi version 35 assembled in the machine a02, on 21/may/2024, with a total of (B)(4) units. The lot 4e01734 was manufactured according to the wi version 36 assembled in the machine a01, on 24/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/mar/2025 against malfunction code introducer needle fractures/breaks during insertion into the infusion site and lot 6007276 and no other complaint has been registered in database for the same lot 6007276 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: czech republic.

Event description:
Reference number (B)(4). Event occurred in czech republic. It was reported that patient faced an infusion set needle issue events on (B)(6) 2025. The site of insertion was abdomen. It was reported that the cannula needle broke while insertion. No further information available.